Event description:
Reporter stated that the surgeon implanted a silicone intraocular lens model aq2010v and patients capsule tore, not due to the lens. The surgeon enlarged the incision and removed the lens whole. He performed a vitrectomy and placed a suture.